Manufacturer narrative:
Concomitant medical devices: cmrm6133, envelope, implanted: (B)(6) 2021; w4tr01, crt-p, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection in the pocket and in the shoulders. It was noted that the system had been implanted with an antibacterial absorbable envelope. Antibiotic treatment was provided. No further patient complications have been reported as a result of this event.